Event description:
The patient was reportedly experiencing a decrease in performance. Reprogramming changes were made on three different occasions. The problem was not resolved. The patient's device will be explanted. The surgery will be scheduled.